Event description:
It was reported to boston scientific corporation in 2007 that an extractor rx retrieval balloon was used in a stone extraction procedure the day before (patient age, gender and weight are unknown). According to the complaint, the balloon burst while attempting to retrieve a stone. The procedure was successfully completed with another extractor rx retrieval balloon. No patient complications were reported as a result of this event.

Manufacturer narrative:
Initial reporter phone number unknown. No consequences or impact to patient. Balloon burst. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device will not be returned by the customer. Therefore, a device evaluation will not be performed; the cause of the reported malfunction is undetermined.